Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half height drawers 5.1 and 5.2 had failed and were not detected on the bus. A field service engineer determined using a multimeter that the rear controller board 151622¿01 for drawer 5.1 had failed. Additionally, rear controller board 151630¿01 also failed. Both rear controller boards were replaced, and drawer was properly configured in space configuration mode. After replacement, both drawers became responsive and fully operational. The customer successfully inventoried both drawers and confirmed their functionality. All cabling was checked and found to be in good condition. A rear bumper kit and network plugs were also applied. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers 5.1 and 5.2 had failed and would not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.